Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon reported that the patient¿s trident cup had ¿spun out¿ and when he opened up he found what appeared to be corrosion on the trunnion of an accolade tmzf and 36 head, a metal reaction and necrotic bone/tissue.